Event description:
The customer called and reported the insulin pump alarmed with a motion sensor test failure more than once, as well as motor errors and motor position encoder errors. Customer's blood glucose was not known. The motor error alarm occurred during bolus. The customer stated she had magnetic resonance imaging performed while the device was in the room and she believed her husband may have dropped it on the floor. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin was unable to perform displacement test or verify error or empty reservoir alarms due to motor error alarms. The insulin pump was received with cracked case at battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.